Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Service: unknown, needs repairs/service. Fg02 - flange gripper- wiper seal damaged. Cf02 - case front- damaged/cracked. Othe - other- specify in comments. Cz02 - case rear- damaged/cracked. Hd01 - handle- damaged/cracked. Pd04 - pca door- rear door damaged/cracked. Md03 - module latch- damaged/cracked. La01 - label- damaged. The device was turned in for unknown reasons and needs repairs/ service. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Service: unknown, needs repairs/service, fg02 - flange gripper- wiper seal damaged, cf02 - case front- damaged/cracked, othe - other- specify in comments, cz02 - case rear- damaged/cracked, hd01 - handle- damaged/cracked, pd04 - pca door- rear door damaged/cracked, md03 - module latch- damaged/cracked, la01 - label- damaged, the device was turned in for unknown reasons and needs repairs/ service. No patient involvement.